Event description:
During the flush, prior to inserting in the pt, leakage was noted between the joint of the product (prowler) and the y connector. Therefore another microcatheter was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used, and it will be returned for analysis.

Manufacturer narrative:
After removal from the package, the (mc) microcatheter was not damaged (kinks, bends, cracks (hub), etc.). After the leak was noted, the mc was not flushed with a syringe alone. The y connector was not tested by it self for leaks. The y-connector will not be returned to your side. In stead of the returned y-connector, we send you some photographs. On appearance sukagawa lab could not find any anomalies. No additional info was available. The product is expected for eval and analysis: however, to date, it has not been rec'd. Additional info will be submitted within 30 days of receipt.